Manufacturer narrative:
D3 manufacturer fax was added as it was inadvertently omitted from the initial report. Ppae (hemodynamic instability / anemia / major bleed ) : the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Event description:
An impella 5.5 was placed to support the 70year old female via the axillary artery graft access site. The patient had been admitted in with known acute myocardial infarction and cardiogenic shock. Any underlying cardiac or systemic medical history and comorbidities are unknown, though the patient was intubated and on a vent for respiratory needs. The patient was critical with norepinephrine and "blood bags" infusing. The patient had signs of anemia. The medical team made decision to withdraw care. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.